Manufacturer narrative:
The investigation was completed and the pump was not returned for investigation. Data log was not provided for investigation and could not be retrieved from the remote server. Temporary pump stop / low or blocked pump flow: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log review. The device history review was completed and passed all post sterile inspection checks.

Event description:
The complainant reported that they believe the pump was saved by the hospital. The complainant also reported the patient was positive for hepatitis.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the device was placed without issue. Subsequently, the pump triggered a motor current high/pump stop alarm. A restart attempt was successful, with flows of approximately 2.3 l/min on p6. At the time of the alarm, the physician was marking the aortic valve with a 0.018 wire, which may have entered the outflow cage and hit the impeller. Approximately 20¿30 minutes later, suction alarms occurred, requiring a reduction in p-level to p1. The physician was informed this was likely expected while on veno-arterial extracorporeal membrane oxygenation (va ECMO). Around the same time, veno-arterial extracorporeal membrane oxygenation (va ECMO) began ¿chugging,¿ suggesting low volume. The physician elected to replace the pump. Upon removal of the cp from the left ventricle (lv), flows normalized, indicating no pump malfunction. A new pump was placed without issue, with flows identical to the first pump. No patient harm or injury was reported, and the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.